Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 301029, batch no: unknown. It was reported that there was a piece of plastic inside the syringe. Event description per email states: we were notified of a complaint from a customer stating a piece of plastic inside the syringe. The sample was received and the reported issue has been confirmed.

Manufacturer narrative:
H.6. Investigation: six photos were received and evaluated. One photo displayed a close-up of an unknown label. Five photos each displayed a single loose 10ml syringe. It was observed the syringe was filled with and unknown clear liquid and a large clear foreign matter particle was present in the fluid path. The particle appeared to be a piece of plastic which was rejectable per product specification. Potential root cause for the foreign matter defect is possibly associated with the assembly process. Batch information and the physical sample are necessary for a more thorough investigation. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. DHR could not be performed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 301029. Batch no: unknown. It was reported that there was a piece of plastic inside the syringe. Event description per email states: we were notified of a complaint from a customer stating a piece of plastic inside the syringe. The sample was received and the reported issue has been confirmed.